Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. It was further noted that the head was no longer needed and was not requested back. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head was not working, there was only intermittent interrogation with the programmer head and it was noted that it was out of specification on its uplink functional tests and most of the time it would not interrogate. It was also noted that the cable insulation was damaged and that the lens in the upper case was cracked. The head was to be sent on for repair and service restock. (B)(4).